Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. It should be noted in the mitraclip instructions for use states: "the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation." In this case, the device was used for a tricuspid valve procedure, which is considered an off-label use of the device. Based on the information provided the reported sleeve steering issue is the result of patient anatomy. The reported difficult to remove from anatomy is the result of procedural conditions. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip delivery system steering issue and difficult to remove. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with grade 4. The patient had a horizontal heart which made it difficult with imaging. The clip delivery system (cds) was advanced to the tricuspid valve and it was noted that the devices were purposely miskeyed to treat the tricuspid valve; however, the clip was not steering correctly; therefore, the cds was retracted to check the keying of the devices. During removal, resistance was noted. It was confirmed that the clip was inside the steerable guide catheter (sgc). It was noted on echo that some tissue from the eustachian valve had been captured with the clip. The clip was advanced forward to ensure no tissue interaction, and then the clip was successfully retracted into the sgc. It was confirmed that there was no tissue damage observed. A new cds was used to complete the procedure. One clip implanted, reducing tr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.